Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer had issues with their sensor not connecting. It was reported that the customer received change sensor alarm. The customer's blood glucose level was reported to be 124.2mg/dl. It was reported that the customer was reported sensor value not available. It was reported that the customer could possibly have broken cannula. It was reported that the sensor would be replaced and returned for analysis. It was reported that cannula was missing.